Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed left lower extremity monoparesis. A CT scan performed showed no obvious area of infarction. The patient was diagnosed with a stroke despite no definitive CT scan findings. It was reported that the stroke was most likely cardioembolic. A resolution date of (B)(6) 2015 was provided.